Event description:
It was reported that the patient presented with his artificial urinary sphincter (aus) device no longer working as expected. Two weeks later the aus device was explanted due to fluid loss from a hole in the cuff. A new aus device was implanted. Following the surgery the patient improved.

Event description:
It was reported that the patient presented with his artificial urinary sphincter (aus) device no longer working as expected. Two weeks later the aus device was explanted due to fluid loss from a hole in the cuff. A new aus device was implanted. Following the surgery the patient improved.

Manufacturer narrative:
Investigation summary: based on the information available the as reported device malfunction, hole in the cuff and fluid loss from the cuff were confirmed. Analysis identified a pinhole in the cuff pillow at a fold as well as foreign material in the window quick connector of the balloon. The pinhole and fluid loss from the cuff would result in the device no longer functioning. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 800 pressure regulating balloon, occlusive cuff, and control pump were thoroughly analyzed. Visual analysis identified a leak from the cuff pillow. The cuff leak is consistent with inside out material fatigue at a fold. Inspection of the remainder of the cuff did not identify any other damage or irregularities. The balloon passed visual examination and leaks tests. However, upon microscopic testing foreign material consistent with tissue was identified on the window quick connector. The pump passed visual and microscopic examination. Inspection of the remainder of the device did not identify any damage or irregularities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, a conclusion code of cause traced to component failure was chosen.